Manufacturer narrative:
Additional information was reviewed on (B)(6) 2020. In addition to the issues reported initially, left sided siliconomas were noted in the lymphatic system. Additional information was received on (B)(6) 2020. When the devices were explanted, bilateral prosthesis replacement was performed. The right sided device was replaced with a 525cc mentor memorygel breast implant. The left sided device was replaced with a 550cc mentor memorygel breast implant. The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according with the information reported, the patient experienced granulomas and a rupture of the breast implant. During visual inspection of the device, no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 500cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed through magnetic resonance imaging. Additionally, right sided baker grade IV capsular contracture was noted. The capsular contracture was accompanied by pain. Also, bilateral ptosis was stated. As a result, an explant was performed on (B)(6) 2020. See 1645337-2020-02912 for contralateral prosthesis report.